Event description:
It was reported that pump battery was not charging and pump did not start even after being plugged in with multiple charging cables for extended periods. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump to be returned for evaluation, and replacement pump was provided; no additional information was received regarding the outcome of the event.